Event description:
It was reported that during implant attempt, the lead was positioned. Due to rising thresholds, repositioning was attempted, however the helix screw was not retracting or extending like it should. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted there was blood in/on the helix/lobe mechanism. The lead was returned in two pieces. The only way to test that the helix functioning properly is by rotating the distal conductor. At this time, the torque transfers properly to the tip when the distal conductor is rotated.